Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage hazard alarms while connected to the mobile power unit (mpu) was not confirmed. The returned mpu (serial number: (B)(6)) was evaluated by service depot alongside known working test equipment. The mpu was connected to a test system controller and a mock circulatory loop for several days and no issues or atypical alarms were produced. Although no issues were observed during testing, the mpu patient cable was replaced as a precaution and forwarded to product performance engineering (ppe) for further analysis. After replacing the patient cable, a full functional checkout was performed and the unit passed all steps of testing without any issues. The serviced and tested unit was returned to the customer site after passing all tests per procedure. Ppe evaluation of the returned mpu patient cable did not reveal any issues. The electrical integrity of the wires were evaluated and no issues were observed. Additional information provided communicated that no log files were available for review. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate mobile power unit (mpu), serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU, rev. D section 7 ¿ ¿alarms and troubleshooting¿ and heartmate ii patient handbook, rev. A section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including low voltage advisory alarms, and the actions to take if the issue does not resolve. Heartmate 3 IFU, rev. D section 3 ¿ ¿powering the system¿ and heartmate ii patient handbook, rev. A section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. Heartmate 3 IFU, rev. D section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook, rev. A section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the mpu. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient noticed there were multiple low external power hazard alarm while connected to the mobile power unit (mpu). There was a v-lock connector, and it seemed there was no issue found with the connector. The patient was staying in relatively stable power supplying condition as well. The patient switched from the mpu to batteries and the alarm stopped. The patient was given a new mpu.